Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, broken fiber, cracked lens, crack around video connector, failed light transmission and stains under cover glass were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Event description:
It was reported the subject device exhibited a no image issue. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.